Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module will need replaced to address the issue. Additionally, the device also failed nurse's call step. The connector is pushed up but can still be connected. It evidently is not functioning. Additional findings not related to the malfunction/issue include cracked and loose handle, missing rubber feet, and physical damage to the flow sensor assembly. The customer does not want any repairs done to the device and it will be returned unrepaired.